Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction to follow up #1; information that was known but inadvertently not provided. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a patient is unable to work in her color sensitive job because of ''color shifting'' after having cataract surgery and having a zcb00 20.5 implanted. The patient is a color consultant. She reports that black appears to be navy blue, red appears to be fushia, gold appears to be beige, orangey red looks orange, taupe looks purple. Brighter light conditions don't help. Both eyes are impacted in the same manner. She noticed this change in her vision from when the iol was first implanted iin her left eye). This MDR is for the right eye. Another MDR will be filed for the left eye.

Manufacturer narrative:
Date of event: should be unknown. Date was not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.